Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "I have an anesthesiologist that was using the blue intubating stylet when part of sheared off in the patients trachea. They were able to remove the small piece but we are concerned with this happening again and we saved it for you to investigate." On bronchoscopy during placement of et tube, small piece of plastic was discovered and removed. Patient outcome: saw with bronchoscope; used grasping forcep to remove portion of device. Full bronchoscopy after retrieval revealed no other pieces.

Manufacturer narrative:
(B)(4). Summary of investigational findings: an investigation of the returned device confirmed a small part had sheared off at the distal end of the catheter introducer. However, it is reported that the frova introducer was used with a double lumen et tube and that the physician "was wondering if maybe he wasn¿t supposed to with those stylets." The frova introducer is designed for placement of a single lumen tube only - not a double lumen tube as reported. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "I have an anesthesiologist that was using the blue intubating stylet when part of sheared off in the patients trachea. They were able to remove the small piece but we are concerned with this happening again and we saved it for you to investigate." On bronchoscopy during placement of et tube, small piece of plastic was discovered and removed. Patient outcome: saw with bronchoscope; used grasping forcep to remove portion of device. Full bronchoscopy after retrieval revealed no other pieces.